Manufacturer narrative:
(B)(4). Representative samples of product code: 1667, lot #: mbj378 were received for analysis. The issue sample was not returned for evaluation. During the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along strand and no defects, damage or needle pull were observed. A functional test was performed on the samples and the pull force met the requirements. Per the condition of the representative samples received, no performance - pull off suture needle were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a wound closure procedure on (B)(6) 2018 where suture was used. During use the needle separated from the suture on two different strands. A third like suture was used to complete the procedure. There were no patient consequences reported.